Event description:
It was reported that the patient failed to recharge the ipg reportedly due to ipg taking too long to charge. The patient last charged the ipg approximately a year ago. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Therapy restored post-operatively.